Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice (hc) device during fill one of peritoneal dialysis therapy. The home patient was connected at the time of the event. During troubleshooting it was noted that the patient line was not fully primed before the patient had connected themselves to initiate therapy. The technical service representative advised the patient to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Although the cassette was not available for evaluation, troubleshooting revealed that the hp connected to the device without allowing the line to prime properly. An incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.